Manufacturer narrative:
Previously reported g3 should have been may 12, 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a physician check in clinic. It was observed that the right atrial lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2021, and the patient was in stable condition.